Event description:
It was reported that the system 9800 locked up while in fluoro mode. The system displayed "armed" as if ready to perform plate exposure. The system was rebooted and there was no adverse patient involvement reported. There was no patient information reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard disk was replaced and formatted and software loaded. The system was tested and found to be working as intended and placed back into service.